Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. (B)(4). Product event summary: the pump was not returned for evaluation. The reported low flow and suction events were confirmed via review of the controller log files which revealed a decrease in power consumption and estimated flow starting on (B)(6) 2017 as well as intermittent suction events during the last 14 days of available data. 12 low flow alarms have been logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible root causes of the reported low flow/suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. The patient had a history of cancer. There are possible patient and pharmacological factors that may have contributed to this event. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported multiple low flow alarms on (B)(6) 2017. The patient was not feeling well and was brought in that day. The patient was found to have a large drop in hematocrit and was anemic. X-ray was done and the low flow alarms were due to a large pleural effusion/hemothorax. The patient was admitted on (B)(6) 2017 and the plan was to take the patient for pleural effusion drainage, however this was not performed. On (B)(6) 2017 patient had a cardiopulmonary arrest. The patient suffered anoxic brain injury secondary to the arrest and care was withdrawn. The patient expired on (B)(6) 2017. Autopsy report is not available. It was further reported that the patient experienced a decrease in power consumption and suction events.